Manufacturer narrative:
Weight, ethnicity, and race : unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -9.0 diopter was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length toric lens model due to low vault and refractive surprise. The exchange resolved the problem. The cause was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).